Event description:
It was reported that the physician and clinic are aware of the out of range impedance measurement and are continuing monitoring at this time. The patient was noted not to be pacemaker dependent.

Event description:
It was reported that the patient observed a red blinking light on the remote home monitoring system and contacted technical services (ts) for troubleshooting assistance. Ts assisted the patient with completing a successful remote home transmission. An alert was received in the remote home monitoring system that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement less than 200 ohms. Ts referred the patient to the physician. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.